Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed back pain under the lifevest equipment. Patient described the area as severe back pain caused by previous surgery .there was no alleged device malfunction contributing to the irritation. The patient¿s physician adjusted lifevest for the skin irritation. Follow up indicated that the skin irritation improved.